Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a manufacturing representative (rep) and consumer about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. An allegation was made that the patient¿s device was overdischarged over a year ago. It was reported that the rep met with the patient yesterday because the battery seemed to be in overdischarge. They attempted to do a physician mode recharge (pmr) with the patient and then sent the patient home to attempt to do three more on their own. The patient was unsuccessful at pulling the battery out of overdischarge. It was stated that the patient had attempted to access the antenna locate feature on (B)(6) 2017, but they were only getting the pr-av screen. The patient also indicated that they may have had another overdischarge before (unknown when). It was stated that the patient wanted to get the ins working again because they had some new pain that they developed a couple of months ago (2017) and wanted to see if the ins would help that pain. It was reported that the rep was going to follow with the healthcare provider and patient about recovering the battery. No further complications were reported/anticipated. On (B)(6) 2017, additional information was received from the manufacturing representative (rep) reporting that they were not able to use the antenna support function as technical services thought the device was an older model that did not utilize that feature. It was reported that attempts were made to trickle charge four subsequent times with no results. No changes were noticed with the antenna location being functional. The patient had stated that they had not used or charged their device for over a year. The physician's office had been notified of the event and the patient was deciding on whether or not to have their device replaced. It was reported that this was all the information the rep had at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-06-12. It was reported that the patient was unable to jumpstart their unit. The patient needed a replacement but did not have insurance at this time. There was potential for insurance to be available in a year¿s time. Patient weight was reported to be (B)(6) lbs. The patient reported a positive experience with the manufacturer representative¿s attempts to help. No further complications were reported.